Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery was aged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by a fse (field service engineer) which confirmed that the battery was expired. The fse replaced the battery to resolve the issue. The device returned to normal.